Manufacturer narrative:
(B)(4). G2: foreign, (B)(6). An investigation into the reported malfunction is in process. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during a rosa knee case, while performing the femoral cut, the robotic arm drifted automatically. The surgeon followed the standard process and completed the surgery without patient harm or impact. The drifting was resolved when a field service engineer went on site and replaced the force sensor cable that¿s connected to the robotic arm. All functional tests were performed and passed, and the unit is fully operational. No additional information available for the reported event.